Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped working and generated an ¿ unable to ventilate change ventilator¿ alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not injured as a result of the reported event.

Manufacturer narrative:
Additional information added . Additional codes add the patient codes. Correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Additional codes added to device evaluation summary: the service engineer evaluated the ventilator and found relevant codes in the ventilators memory logs. The service engineer calibrated and tested the ventilator however was unable to duplicate the reported event. The ventilator was uninstalled from the site and replaced with a loaner pb980. The ventilator was returned to the polish office for further investigation. Due to the transient and intermittent nature of the reported event and the inability to duplicate the reported event, an actual root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information: it was reported that, while in use on a patient with acute respiratory distress syndrome (ards) severe circulatory insufficiency and undergoing the infusion of two pressure amines, the pb980 ventilator stopped working and generated an ¿unable to ventilate change ventilator¿ alarm. This resulted in initial patient desaturation of 94% to 85% and hypotension drop to 65/45 mmhg. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. This resulted in desaturation of the patient down to 76% and a hypotension drop to 56/45 mmhg despite an increase in amine infusion. Although requested, additional detail were not available regarding the time it took for the patient to return to their baseline.